Event description:
Revision surgery due to a loose tibia and the cause is unknown. At about 1 year and 3 months post primary the surgeon revised all components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 1 april 2025: lot 2303036: (B)(4) items manufactured and released on 13-sep-2023. Expiration date: 2028-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.